Event description:
A healthcare professional reported that during an endovascular embolization to an intracranial aneurysm, a 4.5x28 enterprise vascular reconstruction device (product code: enc452812, lot number: 9616877) became impeded in middle section of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: unknown) and could not advance any more. The doctor removed the microcatheter (mc) and stent from the patient and switched to new devices to complete the procedure.does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. Is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter was answered as ¿yes, after the surgery, the doctor increased force to remove the delivery wire, and the stent was detached from the delivery wire after it was out of the microcatheter. A replacement enterprise1 of same product code was used. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4).information regarding patient weight, height, medical history, race, and ethnicity was not reported.section e1. Initial reporter phone: (B)(6).section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In said photo, a flared stent can be seen outside the introducer with the distal end of a delivery wire inside. The distal end of the delivery wire was separated from the rest of the delivery wire.a device history record (DHR) was performed, and no internal actions were identified.the impeded condition reported cannot be evaluated through a photo since a functional test is required. Additionally, the stent detachment and delivery wire breakage could be a result of the excessive force applied while removing the enterprise.this investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned.as part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required.additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.